Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. It was also reported the patient has not charged her system since (B)(6) 2013. The pt will consult the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.